Event description:
It was reported that there was high impedance and high threshold, with a lead warning and polarity switch. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Evaluation summary: the outer insulation had a depression breach, the proximal conductor was pulled/stretched/overstressed, the distal conductor was pulled/stretched/overstressed, the proximal conductor was melted, there was blood on the proximal conductor, there was blood on the distal conductor, the outer insulation was melted, and the outer insulation had a cosmetic depression; full lead in segments returned and analyzed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.